Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device no longer working. Fluid loss was noted from the device. The ipp was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders found one cylinder had wear at folds in the proximal, middle, and distal end of the cylinder. Broken fabric threads were present at the middle of the cylinder. A hole was identified at the corner of the fold at the proximal end, which resulted in a fluid leak. The distal and proximal end presented holes resulting in fluid loss consistent with sharp instrument damage. The other cylinder had wear at a fold in the middle and proximal part of the cylinder. This cylinder did pass the leak testing. The pump was examined, and the tubing was cut down to the strain relief junction and not returned for analysis. The pump passed the leak testing, but did not pass the activation testing performed. The reservoir passed the leak testing and there were no abnormalities identified. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device no longer working. Fluid loss was noted from the device. The ipp was replaced. There were no patient complications reported.